Event description:
It was reported that a spectrum iq infusion pump under infused fluids. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of 'delivering fluids too low' was not reproduced. The device passed flow accuracy testing. A review of the event history log (ehl) revealed occurrences of no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.